Manufacturer narrative:
A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was kinked below the y-site. The tubing was also white colored by the connection site due to solvent. A device history record review for model 20350e lot number 23019262 was performed. The search showed that a total of (B)(4) were built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was conducted at the manufacturing facility an it was determined that the probable root cause for the issue was that the solvent application method was not executed correctly. An excess of solvent can cause weakening in the tubing and therefore causing it to contract and bend. A quality alert has been created to reinforce the appropriate execution of the solvent application method focused on reducing excess solvent, and correct placement of the set in the packaging. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Mat# 20350e; lot# 23019262. It was reported by the customer that rn found 3 kinks in filter line that effected arterial blood pressure reading. Patient is currently on dopamine and epinephine. Rn changed out filter, rezeroed line, maps are within normal limits. Rn gave defective filter to charge nurse, will continue to monitor. Verbatim : rcc received a complaint via email. Email(s) attached. Rn found 3 kinks in filter line that effected arterial blood pressure reading. Patieny is currently on dopamine and epinephine. Rn changed out filter, rezeroed line, maps are within normal limits. Rn gave defecyive filter to charge nurse, will continue to monitor.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris smartsite low sorbing extension set was kinked. The following information was provided by the initial reporter with the verbatim: rn found 3 kinks in filter line that effected arterial blood pressure reading. Patient is currently on dopamine and epinephine. Rn changed out filter, rezeroed line, maps are within normal limits. Rn gave defective filter to charge nurse, will continue to monitor.